Event description:
It was reported that three to four days post of a laparoscopic cholecystectomy the patient returned to the ER presenting with pain and vomiting. Prior to the patient returning the surgeon had placed a drain during the original procedure due to the patient had pancreatitis; the drain was removed 24 hours post op and the patient was released home at that time. The surgeon performed an endoscopic retrograde cholangiopancreatography (ercp) on the patient when they returned and decided to place a drain due to a bile leak found after testing. The (ercp) procedure was performed in the endoscopy suite. It is not known if the patient was admitted or released home.

Manufacturer narrative:
(B)(4) .information was not provided by the initial contact. (B)(6).